Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned wrapped around itself. Analysis of the device revealed that the balloon shaft was slightly wrinkled along its length. The flowgate balloon was examined under magnification and the balloon was found conforming to its specifications. No other anomalies were noted. During functional testing, the balloon was introduced through the returned sheath and slight friction was encountered during advancement and retrieval. However, the balloon inflated and deflated as intended and no leaks were observed. Based on the device analysis, the reported leak and tear in balloon could not be confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that when the balloon guide catheter was being removed from the patient during the procedure, a tear and leak on the device were observed after balloon retrieval. There were no reported clinical consequences to the patient.

Event description:
It was reported that when the balloon guide catheter was being removed from the patient during the procedure, a tear and leak on the device were observed after balloon retrieval. There were no reported clinical consequences to the patient.